Event description:
Procedure: hernia. Reportedly, the user was applying cautery while using forceps to retract the tissue and clamps to hold the drain. The pt sustained sustained 4 small burns spots size of a dime in the groin area. The burns were excised and sutured closed. The pt is reportedly doing ok. The generator was tested by the biomed and no problems were reported.